Event description:
A 28 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant is unknown. Vessel morphology was reported to be severely tortuous with slight calcification. It was reported that 12 months post implant, there was a distal type I endoleak. An iliac stent graft was placed and the endoleak resolved. It was reported that 32 months post initial stent graft implantation a computed tomography demonstrated a type ii endoleak between the bifurcated stent graft and the iliac limb that was implant 20 months prior, which migrated away from the bifurcated stent graft. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. No additional clinical sequelae were reported and the pt is fine.